Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The rotawire was received inside the rotablator device. Inspection of the rotablator device presented no damage or irregularities; however, there were kinks in the rotawire. The wire was able to be removed from the rotablator device with some resistances due to the kinks in the wire. The rotawire was re-inserted and advanced with some resistance due to the kinks. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01575. It was reported that burr became stuck on the rotawire. The target lesion was located in the ostial-proximal and mid heavily calcified right coronary artery rca). A 1.25mm rotalink¿ plus and rotawire were selected for use. During the procedure, when the burr was advanced over the rotawire through a non bsc guiding catheter, it was noted that the burr became stuck with the rotawire outside the guide catheter before the lesion. The burr could not be advanced or removed from the rotawire. The burr and rotawire were removed together from the patient. The procedure was completed using a cutting balloon on the proximal lesion. No patient complications were reported and patient's status was stable.